Manufacturer narrative:
The device is available for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
Device evaluation: the reported condition of "air in line sensor motor not working" was not confirmed during product evaluation. However, the quality engineer identified failure code 814:04 as the as determined condition. The root cause of failure code 814:04 was identified as a faulty pumphead module. The pump head module was replaced to correct this condition. This device utilizes user interface module master software version 6.63.92 categorized as remediated. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
Customer reported a colleague volumetric infusion pump that had the ail (air-in-line) sensor motor mechanism not working. The reported condition occurred before use. No patient injury or medical intervention occurred.the software version for this device is currently not known.